Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: university hospital (fka umdnj university hospital) UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley deflated completely before discontinuing. No resistance noted when removing foley. Once foley was out, it was noted that the balloon was not fully deflated. 2 rns tried to deflate balloon again outside of the patient by pulling back on the syringe, however balloon does not deflate. Applied manual pressure to the balloon and it still does not deflate. Manager made aware and provided with foley catheter. Unable to deflate foley catheter. Once removed, rn still could not get water out of balloon.